Manufacturer narrative:
The device was received by the manufacturer and it is under investigation. No further information is available at this time.

Event description:
It was reported by the perfusionist that the driver stopped operating without alarming and that it had been running at 44 degrees. The patient was switched to back up equipment with no further issues.